Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issues were verified. Based on the analysis, the alleged altitude alarm issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer continued to use the pump for insulin therapy. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly a new cartridge was loaded, and insulin delivery was resumed. Customer¿s blood glucose level was 100-150 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.